Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt and check pad messages) has been confirmed. Upon investigation the monitor did not pass incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was experiencing adjust belt and check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check pad messages) has been confirmed. Upon investigation the electrode belt trunk cable has a broken tab and does not stay latched to monitor. The root cause for the damaged cable could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor returned a belt and reported monitor was experiencing adjust belt and check pad messages.